Event description:
This valve was explanted due to thrombus as demonstrated on tee. The pt presented with pulmonary edema and it was noted there was a "problem with their warfarin anticoagulation". At explant, the valve was "nearly totally occluded by adherent thrombus" that was "expecially prominent on the atrial side". There was thrombus between the leaflets on the ventricular side and also adherent to the posterior wall of the left atrium, extending from the mitral valve towards the left atriotomy. The valve was replaced with sjm 29mj-501.